Event description:
It was reported the programmer is broken and there is water damage. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the programmer has internal and external corrosion likely due to water damage. Analysis also found the system fan is noisy and the ECG (electrocardiogram) connector is loose. Concomitant product: 229047 analyzer. (B)(4).